Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's cuff had a slow tiny leakage and refilled by air of the ventilator. The cuff was stated losing pressure slowly until the pressure of the ventilator would passed the cuff and created a hissing noise at the stoma. Necessary to check the cuff every three hours to keep it properly inflated. Replacement of the tube was ordered if frequency of checking is too quick. There was no patient injury.